Event description:
It was reported that a review of this patient electrogram (egm) was made after pacing inhibition was noticed and sensitivity adjusted. Technical services (ts) reviewed the data and noticed clear inhibition of pacing in the patient whether caused by atrial activity oversensing or, unexplainable electromagnetic interference (emi) also sensed by the atrial lead. The egm shows several periods of inhibition ranging from 3 to over 4 seconds. Apparently, the issue only happens during atrial arrhythmias. It was recommended to perform additional evaluations to this cardiac resynchronization therapy defibrillator (crt-d) system, such as x-rays, lead tests and sensitivity; and ask the patient if it was near any emi sources at the time of the event. This crt-d remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. If information is provided in the future, a supplemental report will be issued.